Event description:
Related manufacturer reference number: 2017865-2022-08192. It was reported that the patient presented for generator change with the loss of capture exhibited by the left ventricular lead due to high capture threshold in the bipolar configuration. During the procedure, the also physician noted that the implantable cardioverter-defibrillator was pushing the overlying skin which resulted in impending skin necrosis. The device was explanted and replaced, and the pocket was revised. Programming interventions were made for the left ventricular lead. The patient was in stable condition.

Manufacturer narrative:
As received, an interrogation of the device revealed it was above elective replacement indicator (eri). Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).